Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was failed to open and not released. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed to open and did not release. A field service engineer found that multiple foil backs had caused the cubie tray to short. Furthermore, the fse replaced the main drawer 1 row tray 2 since it could not eject the pocket (2x5) and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.